Event description:
Product was returned as an implant failure after 2 months. Based on the report, the patient had a history of tobacco use, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was one stage on tooth #23. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed because the patient was experiencing pain and because the fixture failed to osseointegrate. According to the doctor, the patient has recovered from the procedure with no complications.

Manufacturer narrative:
Date of test: 2009. Type of test(s): visual examination using naked eye and microscope to verify sla (sand blasting with large grit and acid etching) surface treatment was completed. Re-inspect the returned product's box dimensions and the depth of thread to verify if the product meets its specifications. Results: see attached test data. Visual examination was acceptable, sla surface treatment was confirmed. The product meets its dimensional specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition and history of tobacco use may have contributed to the device's failure to osseointegrate.